Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During a onsite visit the fse (field service engineer) was able to find that the energy 20% message in logfile appeared during second case after laser was idle for 1 hour 50 min. The fse found energy checks were good on arrival. Root cause could not be determined conclusively. The fse discussed options with customer regarding energy check. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the internal pressure is too high at 20%. The customer had to switch to another laser to complete treatments. Additional information received states that the issue occurred during treatment after the laser fired. The customer would fire one shot then get an error message so the message was cleared and would fire the laser again and again the error message would appear. The customer did this until the treatment was completed.